Event description:
It was reported that the patient was observed to have high impedance after system diagnostics was performed. The patient had a full revision occur. Per hospital policy, the explanted device will not be returned. No additional relevant information has been received to date.